Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It is reported that: "substitute product is too long so glidescope stylet does not reach the distal end of ett, product is too stiff of plastic causing trauma to airways, product's ett adaptor easily disconnects, product difficult to remove from packaging without contaminating. There was no reported patient harm." Associated complaints (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It is reported that: "substitute product is too long so glidescope stylet does not reach the distal end of ett, product is too stiff of plastic causing trama to airways, product's ett adaptor easily disconnects, product difficult to remove from packaging without contaminating. There was no reported patient harm." Associated complaints 8040412-2024-00180, 8040412- 2024-00179 and 8040412-2024-00176.